Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and remained static at 100 units. There was no impact to the customer's blood glucose level. The customer declined to reload the current cartridge for the pump to re-evaluate the fill estimate and confirmed a new cartridge would be loaded at a later time. Although requested, no further information was provided on the reported event.